Manufacturer narrative:
(B)(4). Note: same event as reported in MDR # 2029214-2016-00113. The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that the physician encountered resistance during recovery of the solitaire 2 device. The patient was diagnosed with acute stroke due to right mca-m2 occlusion and was treated with a mechanical thrombectomy procedure. The solitaire 2 device was deployed from the internal carotid artery terminus to the right superior m2. It was allowed to integrate with the thrombus for 5 minutes. During the procedure intra-arterial (ia) 5mg milrinone was given as resistance was encountered during the retrieval of the solitaire 2 device. The physician was able to resheath and remove the solitaire 2 device under continuous aspiration. Follow up angiogram demonstrated reperfusion of the internal carotid artery terminus (ica-t). At the completion of the procedure the final angiogram demonstrated successful reperfusion of the right middle cerebral artery (mca) with a tici of 3. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.